Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when customer gives a bolus and check their blood glucose a couple of hours later, they feeling thirsty. Customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that they check the insulin pump and it says bolus not delivered. The customer stated that even though the insulin pump says bolus started after pressing the button twice. The customer stated that they used the bolus wizard. The device will not be returned for analysis.